Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following field was corrected: b5. The following fields were updated: d8, d9, h2, and h6. The device was returned to olympus for inspection; therefore, the reported event was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The generator exhibited error code e433.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The following field was updated: g2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had experienced error e433. The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.

Event description:
No additional information received from customer.